Event description:
It was reported a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was not recovered from this peritonitis event. The action taken with the dianeal and the extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.